Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6); product type lead product ID 3776-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3708160, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2010 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2010 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient had their implantable neurostimulator (ins) replaced and went from a rechargeable ins to a primary cell ins. It was noted that the patient was happy with the new ins because they did not have to recharge it like the previous one. Additional information received reported that the patient did not have concerns with their device or therapy.